Event description:
The reporter (drug manufacturer) stated the prescribing pharmacy called to report a homecare patient expired. The patient was being treated with subcutaneous infusion of remodulin for treatment of pulmonary arterial hypertension. The reporter did not allege a problem with the drug or the device. The cause of death has not been provided at this time. Additional information will be requested regarding any product fault alleged, cause of death, patient's course of treatment and prognosis. A follow up MDR report will be filed if further information is provided or if device is returned for analysis.